Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. E2 and e3: three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to a broken cable disabling image transmission to the processor, resulting in no image. The damage to the cable may be attributed to the user's handling. The following verbiage was identified within the instruction manual, which could prevent the phenomenon: "- do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. - never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. - do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. - never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event, no image on screen intermittently which was due a damaged cord and rusty coupler. In addition, the lens focus ring was also not working due to the rusty coupler. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during preparation for use, the image changed when jiggling the cord on the camera head and intermittently had no image. No patient harm or injury reported.